Event description:
It was reported the patient received inappropriate shocks due to t wave oversensing on the right ventricular lead. After the shocks were delivered, the r wave measurements decreased. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and oversensing due to non-physiologic signals/sensing integrity counter (sic). It was also noted that 47 ventricular (v) sic counts occurred since (B)(6) 2013. There were 15 nonsustained tachycardia and 18 ventricular fibrillation episodes less than 220 ms for the v-v cycle recorded on (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013.